Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's right ventricular lead had unstable svc impedance measurements. Eventually, the lead alert triggered due to high svc impedance. During pocket manipulation, noise was heard. The lead was capped and replaced. No patient complications have been reported as a result of this event.